Event description:
The pt was being fed in her home using a pump, and was scheduled to receive 60 ml/hr for 22 hours per day (1320 ml). The pt's caregiver noted the pump was set to deliver 60 ml/hr and continued to add enteral feeding solution to the container as it emptied. Twelve cans (2840 ml) per day were administered over each of the following two days as the caregiver did not notice the pump was actually delivering at approx. Twice the programmed rate. Following the event, the pt had diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Upon rotor removal the following was found. Rotor spring does not sit flush with center shaft wall; preventing re-seating of rotor. Rotor label was removed, using a small screw driver to push spring flush, to allow rotor to be placed back on pump. Pump will be set at 60ml/hr with 1 can jevity (237ml) an run for 1 hr. Rotor walk off was noted during test. Pump over delivered when tested with original rotor. Rotor was replaced and pump delivered 60ml actual. 60ml volume fed . Pump over delivered when tested with original rotor however when rotor was replaced pump delivered within spec.